Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The usm generated 1173,32056,1123 and 48100 errors on the yaw axis during start-up in normal mode. After swapping and securing the new flat flex cable (ffc), the system was able to start in normal mode with no error. Fa performed all in house testing with the test ffc, found no issue with the system. When fa re-installed the original yaw sl ffc and the usm triggered the 32056,1123, and 48100 errors on the yaw.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, the system reflected an error 32056 pointing to the universal surgical manipulator (usm) 2. The intuitive surgical, inc. (Isi) technical support engineer (tse) explained the root cause for this issue and informed the surgeon that he could disable the arm and use the system with 3 arms for the scheduled procedure. The surgeon agreed to perform the procedure with 3 usms. The procedure continued as planned. There was no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the system reflected an error 32056 pointing to the universal surgical manipulator (usm) 2, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. The fse replaced the usm to resolve the issue. The system was tested and ready for use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.